Event description:
The customer reported that she was hospitalized for blood glucose levels above 900 mg/dl about a month ago. The customer declined troubleshooting and stated that the insulin pump is working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.